Manufacturer narrative:
A visual analysis of the returned device revealed that the basket and the basket tip were intact. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. The handle cannula, and the pull wire were both found to be kinked as well as the working length (including the sheath and the coil assembly) . The sheath was torn and buckled /accordion in several locations. It is most likely that during the procedure the device could have been excessively manipulated by the user, or affected by interaction with the scope or other devices. The attempts performed to crush the stones, actuation (open and close the basket) or the force applied to the device during its use could have affected its integrity. The encountered damages (sheath torn and buckled/accordion, handle cannula detached and kinked, pull wire kinked and working length kinked) are issues consistent with ones caused when excess of force was applied to the product during its handling; this may cause damages, deformities or breakages; other factors like tortuosity within the patient anatomy can also affect the functionality of the product. Therefore taking into consideration all this factors and the condition of the returned device the most probable cause of this complaint is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid¿ basket in an attempt to crush a stone. However, the pullwire broke at the handle, tearing the sheath, leaving the stone entrapped in the basket. The physician then used a different tool to "drill" the stone in order to successfully remove it from the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid¿ basket in an attempt to crush a stone. However, the pullwire broke at the handle, tearing the sheath, leaving the stone entrapped in the basket. The physician then used a different tool to "drill" the stone in order to successfully remove it from the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".